Event description:
A pt called zoll customer support to report his battery packs would not power up his monitor. The patient was issued a replacement monitor.

Manufacturer narrative:
Device eval of monitor sn (B)(4) has been completed. The reported problem (won't power up) has been confirmed. Upon investigation the monitor was unable to power up when a battery was inserted. The cause for the failure was isolated to a defective j1 battery connector on the monitor c/a board. The connector had a poor battery connection. The root cause for the defective j1 battery connector could not be positively identified. No adverse event resulted from the defective j1 battery connector. The patient received a replacement monitor.